Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter exhibited a damaged adapter. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the hcp confirmed before use that the catheter hub was damaged."

Manufacturer narrative:
H6: investigation summary: bd received a 24 gauge insyte autoguard unit from lot 0191501 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Out quality engineer visually inspected the returned unit and observed that the nose of the device was damaged. Next, a water/air leak test was performed to determine if the damage was just cosmetic or if it impacted the function of the device. During testing, no leakage was observed coming from the unit and it was determined that the damage was just cosmetic. Therefore, based off the visual inspection and testing the engineer was able to verify that the unit was damaged. Damage to the nose of the adapter may occur due to a misalignment between the manufacturing equipment and the adapter or improper gripper settings during the manufacturing process. The appearance and location of the damage indicated that the defect was most likely due to contact between the adapter nose and a pallet. Contact between the adapter nose and a pallet most commonly occurred due to misalignment of the assembly equipment. The manufacturing facility has been notified of this incident and the findings. A notification has been issued by the manufacturing facility to all production staff to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter exhibited a damaged adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the customer's report, the hcp confirmed before use that the catheter hub was damaged."